Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info of a leak at the septum of the cartridge. Customer's blood glucose level was impacted.